Event description:
The device evaluation found the device gave a key stuck alarm followed by loss of power. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing revealed the mainboard to be the root cause. The mainboard was replaced. A review of the event history log found a key stuck high priority alarm followed by loss of power. The device passed all functional tests after repair. The service history review had no indication that the complaint was related to a previous service within the review period.